Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
During follow-up, pacemaker mediated tachycardia and loss of capture was observed on the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information was requested but was not available.